Manufacturer narrative:
Of the 13 allegations of a malfunction, 7 pumps were returned to animas and investigated. Of the investigated pumps, 6 were found to be malfunctioning due to damaged cartridge compartments. This report is processed under exemption number (B)(4). This MDR report is part of the (B)(4) pilot program.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that the one touch ping model pump experienced a cartridge compartment w/moisture issue. These reports were received from various sources. The patients associated with this allegation ranges from 23-47 years of age and between 149 and 175 pounds. Of the reported patients, 2 were male, 0 were female, and 0 were unknown.